Event description:
The customer reported that the system froze up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the control panel, interconnecting cable and the fluoroscopy pedal. The system was tested and found to be working as intended and put back in service.